Event description:
It was reported that the mother of patient reported pump beeping for 2 hours and when brought in, rn noted air within the tubing and some residual volume. Bag was hanging for approx. 17 hours and nurse noted 400 ml fluid, which is about 200 ml more than there should have been at that time. Patient not affected.